Event description:
It was reported that during a demo surgery, showed e2 error, requiring system reboot. Occurred immediately when the footpedal was pressed the first time we entered cutting. But could spin freely by hand, drill disassembled and reassembled. Unplugged and plugged the drill back in. No backup drill available. Switched to manual mode. System rebooted and the error did not appear. The long attachment became very hot during burring. Investigation results showed that, the e2 error was caused by the damaged of the long attachment; hence, this is a long attachment issue only. No other malfunctioning devices involved.

Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for evaluation, thus visual inspection and functional testing could not be performed. The investigation could not identify a relationship between the event and the described malfunction. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history review found similar reports, this issue will continue to be monitored. The investigation found that the part returned to the service team was not malfunctioning but at the same time could not be determined if the returned part was the same as the complaint part. Therefore, no conclusion can be made regarding this complaint. No containment or corrective actions are recommended at this time. A factor that can contribute to the reported issue of overheating is if the inner bearings become misaligned relative to the long attachment axis, the friction of the bearings against the bur spinning can cause the long attachment to heat up.